Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting a calibration error alert and insulin pump suspended insulin delivery due to false low sensor readings. Customer also mentioned getting a low blood glucose level of 47 mg/dl due to extensive exercising. Customer declined to troubleshoot. The insulin pump was not returned for analysis.